Event description:
During a case, doctor attempted to use the endogia stapler with a 45mm load. The load did not fire properly and so was removed from the field and another 45mm load was successfully used. No patient harm noted.